Manufacturer narrative:
The intraocular lens (iol) was returned to manufacturing site for evaluation. Visual inspection showed lens is cut in half. Considering the condition of the returned lens, additional analysis is not possible. A review of the manufacturing records was performed. The device history records (DHR) show the iol was produced per procedure. There were no non-conformances with respect to the final product release process. The complaint related associated test is the optical measurement performed at final inspection where the in-line optical inspection data showed the lens was within power specification. A search on complaints revealed that no other complaints for this order number were received to date. The lens met all specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician was going to perform an intraocular lens (iol) exchange in the patient's left eye due to a hyperopic miss on (B)(6) 2015 and replacing the lens with another zlb00 iol. Follow-up with the account on (B)(6) 2015 confirmed that the explant occurred on (B)(6) 2015. There was an incision enlargement; however, there was no victrectomy performed. There was no patient injury and the patient is doing fine.

Manufacturer narrative:
Implant date: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.